Event description:
A (B)(6) male pt contacted zoll customer support to report that one of his battery packs was not charging. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (will not charge) was confirmed. Upon eval, there was contamination on the pca board inside the battery pack. The cause of the inability to charge contamination on the pca board. The root cause of the contamination cannot be positively identified but is likely ingress. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.